Event description:
User reported a sideways fall when climbing a curb in 4-wheel function onto a grassy area that was slick. User stated that one tire grabbed and the other tire slipped, causing the device to spin and fall sideways. User states that he hurt his shoulder and was going to have an x-ray to determine injury, and that there was damage to the left front light assembly on the device. User stated that he was wearing the provided lap belt at the time of the event. In later follow-up, the user stated that he sustained a dislocated shoulder and his doctor suggested that he may have torn his rotator cuff. User states that he plans to see a specialist in "a couple of weeks" (exact time frame was not provided). The user's physical therapist recommended that he ice his shoulder. This report corresponds to independence technology complaint # (B) (4).

Manufacturer narrative:
Service was dispatched to inspect the device and retrieve a copy of the electronic configuration file (ecf) for review. A report on field service activity/device checkout record (esar) was forwarded to the complaint handling unit (chu) per standard operating procedure. Inspection by the service representative noted slight damage as a result of the reported event, but determined that the device passed all functionality checks and was appropriate for use. Ecf data review confirms that the device was climbing a curb or step in the forward direction in 4-wheel function, that the device seat position was near the maximum allowed for that function, and that the front wheels successfully climbed onto the obstacle. Wheel command and velocity comparisons showed several instances of differing levels of traction loss between left and right wheels. The device rocked back and forth as the user attempted to continue climbing the obstacle. The device then rolled to one side until the safety limit was reached. Ecf data is consistent with the owner's description of the event. Due to a loss of traction control, the device became turned laterally on a step or curb and rolled to one side. Product labeling specifies that slipper/wet obstacles are unacceptable surfaces for 4-wheel function, and that low seat heights are recommended for greater stability. There were no other product faults in the log which would have contributed to this event. Ecf data confirmed that the product did not malfunction.